Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets release criteria. The product performed as expected and no product deficiency was observed. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot met release specifications. A customer technique issue was identified in the complaint; this may contribute to unexpected results. The customer did not provide a comparative result for the reported inratio value. The accuracy of the customer's inratio inr result could not be determined without additional information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
A call was received reporting unexpected low results when testing inratio. The results were as follows: (B)(6) 2016: inratio inr=1.5, reported therapeutic range: 2-3. Previous result (B)(6) 2016 inr=2.4; no recent changes to the patient's warfarin. While applying sample, the patient's finger touched the sample well.